Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay on a cobas e 411 immunoassay analyzer. The sample initially resulted in a total psa value of 0.02 ng/ml and this value was reported outside of the laboratory. The doctor questioned the result because the free psa value of the sample was higher at 1.8 ng/ml. The sample was repeated, resulting in a total psa value of 12.5 ng/ml. The total psa reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.